Manufacturer narrative:
Internal complaint reference (B)(4). The device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed. No issues were noted. A functional evaluation was performed. The battery was placed on a test charger and the charger diode turned red indicating the battery was charging. The battery was charged for two hours. The battery was placed on a test spider 2. The spider 2 was cycled on and off 100 times with no issues. The complaint was not confirmed. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during set or inspection with spider 2 battery tenet 7609 the battery is not charging. The procedure was finished with a smith and nephew backup device. No surgical delay. Patient injuries were not reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.